Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) suggested resolution. The patient has been referred to electrophysiology (ep). The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker went into safety mode. Technical services (ts) suggested resolution. The patient has been referred to electrophysiology (ep). The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. The device was retained by the hospital.